Manufacturer narrative:
Correction: the concomitant medical products and therapy dates should have been filled with: accent dr rf pacemaker; (B)(6) 2025.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a right ventricular lead that exhibited high capture threshold and a right atrial lead that exhibited noise. Both leads were explanted and replaced. Patient status was not reported.

Manufacturer narrative:
The reported event of ¿ra lead noise¿ was confirmed. As received, a complete lead was returned in three pieces. Electrical testing found an internal short between the inner coil and outer coil conductor paths for the distal portion (c). X-ray examination did not find any indication of conductor fractures. Destructive analysis of the lead found the inner insulation was abraded at the distal region. The cause of the reported event was due to the exposure of the inner coil consistent with external forces.